Manufacturer narrative:
Customer (person) - postal code:(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, the packaging of a amplatz renal dilator set was perforated. This was discovered by the device distributor. This occurrence did not affect any patient or procedure.

Event description:
The distributor received two amplatz renal dilator set packages that were perforated.

Manufacturer narrative:
Event description: as reported, two packages of amplatz renal dilator set were perforated. This was discovered by the device distributor. This occurrence did not affect any patient or procedure. Investigation ¿ evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), the instructions for use (IFU), and quality control data. Two unopened amplatz renal dilator sets were returned for investigation. Puncture marks in the packaging material were observed in different locations for each package. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. The packaged products are visually inspected for damage. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook has concluded that the packaging was likely damaged during shipping or storage. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.